Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore, this information is not provided due to country privacy laws. Date of device manufacture year is 2004. The month of manufacture was unavailable at time of MDR filing. The distributor performed a checkout of the equipment and confirmed the reported complaint. The vent monitoring board, inspiratory and expiratory sensor were recommended for replacement.

Event description:
The hospital reported an error that results in an inability to initiate mechanical ventilation. There was no report of patient involvement.